Manufacturer narrative:
Additional information was received fifteen months following the initial clinical observations confirming pacing impedance measurements of 2000 ohms on the lv channel. The patient was brought into the clinic for testing and the lead was tested in all configurations with isometrics and deep breathing and the measurements were within normal limits. The device was programmed lv ring to rv upon initial interrogation. The caller noted that the associated device may not be sutured down in the pocket. A boston scientific technical services consultant stated this should not affect lv impedance when programmed to rv. The caller stated the physician does not suspect a lead fracture and will not be performing a chest x-ray. The patient will continue to be monitored. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that system was exhibiting increased pacing impedance measurements on the left ventricular (lv) channel. The measurements were suspected to have been greater than 2000 ohms in (B)(6) 2012. Threshold measurements remained unchanged and within normal limits. A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported.